Event description:
It was reported that a hemolysis event occurred with a 4th use arterial reuse line. Pt was subsequently hospitalized. A kinked blood pump segment was subsequently found. The sample is available.